Event description:
It was reported that the patient was seen in clinic with the neurologist and device was found to have high impedance after diagnostics being performed multiple times. It was indicated that no x-rays were performed. A session report showing the high impedance was provided. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant and warranty registration card was received indicating the patient received a full revision due to high impedance and prophylactic battery change. It was also reported that pin reinsertion was attempted 3 times, however the high impedance did not resolve. The surgeon cut the lead into several pieces due to scar tissue that was present, therefore evaluation of the lead and if any damage was present could not be done. Per the facility the surgery took place, they do not return any explants and discard them after surgery.

Manufacturer narrative:
Event description - correction - inadvertently not included in supplemental #01 submitted relevant tests - correction - inadvertently not included in supplemental #01 submitted.

Event description:
Additional information was received from the or support specialist that when that high impedance was seen during the surgical consult. When the patient's battery was changed, the impedance was seen high but still within normal limits at that time.

Event description:
Information was received that the patient has not had any trauma. According to the patient, they have not had any increase in seizures. The neurologist does not know the cause of the high impedance.